Manufacturer narrative:
H.6. Investigation: four large plastic bags filled with loose 3ml syringes with blunt plastic cannulas attached were received. Two bags were marked with batch #9140867 and two bags with batch #9148649. All of the received samples were loose without packaging. No syringes in original packaging were received for evaluation therefore it was not possible to evaluate what the customer receives in the original packaging. All samples were visually evaluated. In batch #9140867 out of 262 samples received in two bags: 19 samples had slightly loose needles, which were then tightened with no issues. In batch #9148649 out of 300 samples received in two bags: 18 had slightly loose needles, which were then tightened with no issues. No defects were observed in any of the samples received. 253 random samples, including the 37 from two batches which were slightly loose to begin with, were tested for leakage per procedure. All samples passed with leakage observed. The defect was not confirmed and the root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that prior to use it was discovered that the needle is loose with a bd syringe 3ml ll w/ndl 18x1-1/2 blunt fill. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that 50% of needles on the syringes are loose but able to be tightened, and the other 50% are loose and are unable to be tightened.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9140867. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-05-20. Medical device lot #: 9148649. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-05-28." A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the needle is loose with a bd syringe 3ml ll w/ndl 18x1-1/2 blunt fill. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that 50% of needles on the syringes are loose but able to be tightened, and the other 50% are loose and are unable to be tightened.